Event description:
On (B)(6) 2012, the customer reported that reagent probe b, on the dxc 600i instrument, leaked. The leak was identified as deionized water, and the volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified and replaced an intermittently failing collar waste valve. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).